Manufacturer narrative:
One opened trocar hub and cannula were received separated in a small parts tray for the report of connection part of trocar came off. The returned sample was visually inspected. The hub returned with the cannula separated was found to be non-conforming. There was presence of adhesive inside of the hub. Photo attached to the parent complaint file was reviewed by the manufacturing site. Photo shows a hub and cannula separated in a small parts tray, which confirms the reported issue. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot indicates there is one additional complaint associated with the lot for the reported issue. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that hub separated from the cannula during a procedure. The product was replaced and procedure completed with no patient harm.